Event description:
It was reported that an 84 yo male patient, who had a right tka, underwent a revision procedure approximately 5 years 8 months post the initial procedure. The patient was revised due to poly wear. The tibial liner and patellar were exchanged. There was no device breakage or surgical delay during the procedure. The patient was last known to be in stable condition following the event. No x-rays were provided. The explanted devices are not available for return as they were discarded by the customer. Device images were provided. No further information. This is 1 of 2 reports for this event.

Manufacturer narrative:
D10: 02-010-01-0350 - lgc femoral ps cem right sz 5: (B)(6). 02-012-43-5050 - lgc tibia rbktray cem sz 5f/ 5t: (B)(6). 204-34-04 - fluted stem extension 40l x 14 mm: (B)(6). 204-70-00 - tibial stem ext. Screw: (B)(6). Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.